Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported pain, capsular contracture baker grade iii and " "two juxtaposed nodules, circumscribed with a fat sign," "rotation under the axis itself" device remains implanted. Right side.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient underage at time of implantation "presence of bilateral hyposignal radial lines compatible with elastomer folds" ¿liquid lamina, without pathological significance

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, d.6b, g.1, h.6.

Event description:
Device has been explanted.